Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check passed. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code [2233] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.touch screen test passed.the system air leak test passed. Valve actuation test passed.pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover.the cause of the observed dried fluid could not be determined.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pdrn) patient's nurse reported a cycler display brightness problem in ready mode before a pd treatment. The patient was not connected. The screen was still dim and not bright enough even when brightness was turned up to 10.the nurse was requesting a replacement. The fresenius technical support advised of cycler replacement due to the screen brightness. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day. There was no harm or adverse event reported, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: h.6.

Event description:
A peritoneal dialysis (pdrn) patient's nurse reported a cycler display brightness problem in ready mode before a pd treatment. The patient was not connected. The screen was still dim and not bright enough even when brightness was turned up to 10.the nurse was requesting a replacement. The fresenius technical support advised of cycler replacement due to the screen brightness. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day. There was no harm or adverse event reported, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.